Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed full calibration for required calibration message. Replaced u5 on display pcb for segment dim. Replaced force sensor pcb for failed plunger force. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/10/2018 to present date 10/13/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an unknown channel error. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an unknown channel error. There was no patient involvement.